Manufacturer narrative:
A visual and functional evaluation was conducted on the subject stretcher at the customer location. It was confirmed a broken spring in the safety bail assembly was the contributing factor to the customer's issue. Both springs in the subassembly were replaced as well as a new bar. The stretcher was tested, post repair, and returned to service.

Event description:
The end user requested service for their stretcher alleging the "catch bar" was missing a spring and does not catch the hook when pulling out of the vehicle. There were no allegations of injury or adverse events occurring as a result of the reported issue.

Event description:
The end user requested service for their stretcher alleging the "catch bar" was missing a spring and does not catch the hook when pulling out of the vehicle. There were no allegations of injury or adverse events occurring as a result of the reported issue.